Event description:
Additional information received reported that the hcp wasn't sure what the problem was and planned to bring the patient back to the clinic to re-assess.

Event description:
Additional information received reported that the hcp was able to program the patient in the clinic and determined that the patient had a sensitive head and was able to use the stimulator at low settings without receiving the "jolting" sensation experienced in early february. The low settings did not cover the patient's pain, however the patient was given several programs with low pulse width, low amplitude, and varying frequencies, and this appeared to give her pain relief. The patient was sent home with instructions to use stimulator at low settings more frequently to see if she could obtain more consistent headache relief.

Event description:
It was reported that stimulation was turning on, and while stimulation was on the patient experienced a shocking or jolting sensation described as a stabbing pain "on the right occipital bone where the stab wound is". It was unclear if "stab wound" referred to the shocking sensation or referred to a separate injury. The patient had a lead revision on (B)(6), 2011, and it was noted that the pain began about one week ago. The purpose of the lead revision was not provided. Impedance measurements were normal. Additional information has been requested, but was not available as of the date of this report.